Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to a capsular tear. The incision was enlarged to remove the lens and another lens was inserted. The reporter stated it was unknown what caused the capsular tear but did state the event was not lens related. The reporter stated this facility uses a competitors phacoemulsification system.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue it should be noted that the injector and cartridge were not returned for evaluation.